Manufacturer narrative:
The manufacturer became aware of this event through internal communication regarding a complaint involving an artifascia dural repair graft used in a posterior fossa procedure. According to the report, the patient developed a cerebrospinal fluid (csf) leak following implantation of the device and subsequently underwent surgical re-exploration. During re-exploration, the surgeon stated that "the graft was found completely disintegrated and open in the middle portion of it with a horizontal and a vertical opening. There was no problem at the suture line." At the time of this report, no additional information is available regarding device identifiers, patient outcome, or potential contributing factors. The investigation is ongoing. A supplemental report will be submitted when additional relevant information becomes available.

Event description:
A complaint was received regarding an artifascia dural repair graft used in a posterior fossa surgical procedure. Following implantation, the patient developed a cerebrospinal fluid (csf) leak. The patient subsequently underwent re-exploration surgery; during re-exploration, the surgeon stated that "the graft was found completely disintegrated and open in the middle portion of it with a horizontal and a vertical opening. There was no problem at the suture line." No additional information is available at this time.